Event description:
It was reported that insulation anomaly was observed on a riata lead. The lead was explanted and replaced during normal device change-out. The patient is well.

Manufacturer narrative:
(B)(4). Externalized conductors due to internal insulation abrasion were noted at 11.0-13.1cm from the distal tip. Internal insulation abrasions were noted at 11.6-12.5cm and 15.2-15.4cm from the distal tip. The etfe coating was intact at these locations.